Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported, he was feeling pain at his ipg implant site. The pt stated, the pain was not affected by turning on, off, up or down the stimulation. Follow-up information identified the pt went to the emergency room. The reported pain the pt was feeling at his ipg site was due to a pulled muscle. The pt was treated with medication which resolved the issue.